Manufacturer narrative:
Ps435739. Corrected data: section b5: corrected from "during patient use" to "before patient use" section h6: corrected from "2199 - no health consequences or impact" to "2645 - no patient involvement." Section h10: method: the complaint rt380 adult dual heated evaqua2 breathing circuit was returned to fisher & paykel healthcare in new zealand, where it was visually inspected. Results: visual inspection identified a cut on the tubing of inspiratory limb. The damage was consistent with having been cut by a sharp object. Conclusion: we are unable to confirm the cause of the reported event. However based on our investigation, it is possible that the damage may have occurred when opening the packaging with a sharp instrument. All rt380 adult dual-heated evaqua2 breathing circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuit would have met the required specifications at the time of production. The user instructions that accompany the rt380 adult dual heated evaqua2 breathing circuit states the following: "visually inspect breathing sets for damage before use and replace if damaged." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." "Perform a pressure and leak test on the breathing system and check for occlusions before connection to a patient." "Check all connections are tight before use."

Event description:
A healthcare facility in the united kingdom reported, via a fisher & paykel healthcare (f&p) field representative, that a rt380 adult dual-heated evaqua2 breathing circuit was found damaged before patient use. There was no reported patient involvement.

Event description:
A healthcare facility in the united kingdom reported, via a fisher & paykel healthcare (f&p) field representative, that a rt380 adult dual-heated evaqua2 breathing circuit was found damaged before patient use. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). UDI related data quality updates only. Corrections to reflect gudid: section d1: brand name updated to fisher & paykel healthcare. Section d2a: common device name updated to breathing circuit. Section d4: lot number and UDI details: f&p exercised a good faith effort to obtain the device identification, but no additional information was received from the healthcare facility. Section g1: contact person updated to (B)(4). Section g4: PMA/510(k) # updated to k122432. Results: visual inspection identified a cut on the tubing of inspiratory limb. The damage was consistent with having been cut by a sharp object. Conclusion: we are unable to confirm the cause of the reported event. However based on our investigation, it is possible that the damage may have occurred when opening the packaging with a sharp instrument. All rt380 adult dual-heated evaqua2 breathing circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuit would have met the required specifications at the time of production. The user instructions that accompany the rt380 adult dual heated evaqua2 breathing circuit states the following: "visually inspect breathing sets for damage before use and replace if damaged." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." "Perform a pressure and leak test on the breathing system and check for occlusions before connection to a patient." "Check all connections are tight before use."

Event description:
A healthcare facility in the united kingdom reported, via a fisher & paykel healthcare (f&p) field representative, that a rt380 adult dual-heated evaqua2 breathing circuit was found damaged during patient use. There was no reported patient consequence.

Manufacturer narrative:
(B)(6). The subject rt380 adult dual-heated evaqua2 breathing circuit is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of investigation.